Event description:
It was reported that a patient presented with over-sensing of lead noise noted on the patient's right atrial lead, resulting in pacing inhibition and inappropriate mode switch. No intervention or adverse patient consequences were reported.